Event description:
Per customer generated medwatch form "patient presented to 1 day post op stating he had pain os and had woken from sleeping with shield gone os". A slit lamp examination revealed a traumatically dislodged lasik flap. The patient was brought back into laser suite and flap was repositioned.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).